Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on september 1, 2015: it was reported that the patient had a follow-up visit after having a distractor implanted on (B)(6) 2015 and the subsequent implantation of 6 additional screws on (B)(6) 2015. This complaint addresses the occurrence of infection. Conditions discovered during the explant surgery, details of the revision surgery and the subsequent patient treatment are addressed under related complaint (B)(4). The receipt and evaluation of the complained devices will also be addressed under the related complaint (B)(4). (B)(4).

Event description:
It was reported that the patient had a follow-up visit after having a distractor implanted on (B)(6) 2015 and the implantation of five to six additional screws on (B)(6) 2015. During the follow-up visit the surgeon noticed the development of a staphylococcal infection. The surgeon also noticed difficulty in the left side distractor turning and moving leading to possible mal-union, pre-consolidation and lack of distraction. The surgeon is planning to remove the distractor after the infection resolves. The patient is currently taking antibiotics to resolve the infection. The right side distraction is completed and has reached surgeon¿s objectives. The surgeon has scheduled removal on (B)(6) 2015. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 7 for (B)(4).

Manufacturer narrative:
Exact weight reported as (B)(6). Event date: unknown. Device has not been explanted yet; explantation is planned for (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device had been received and is currently in the evaluation process and will be addressed and reported under (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on september 1, 2015: it was reported that the patient had a follow-up visit after having a distractor implanted on (B)(6) 2015 and the subsequent implantation of 5 to 6 additional screws on (B)(6) 2015. The details of this first revision surgery are addressed and were reported under the related (B)(4). During the follow-up visit the surgeon noticed the development of a staphylococcal infection. The surgeon also noticed difficulty with the left side distractor turning and moving. The patient underwent antibiotic treatment and the surgeon planned to remove the distractor after the infection was resolved. The right side distraction was completed and has reached treatment objectives. The surgeon scheduled the hardware explant/revision surgery on (B)(6) 2015 and the hardware was removed. This complaint addresses the occurrence of infection, requirement for hardware removal and the hardware which was explanted. Conditions discovered during the explant surgery, details of the revision surgery and the subsequent patient treatment are addressed under related (B)(4). The receipt and evaluation of the complained devices will also be addressed under the related (B)(4). This report is 1 of 21 for (B)(4).